Event description:
Customer reported experiencing a high blood glucose (bg) event, with the highest level displayed as "high," but the specific value was unknown. The customer administered a correction bolus via the pump to address the bg level. Customer was advised by technical support (cts) to consult with a healthcare provider to discuss potential factors affecting the bg levels.